Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence alleged failure: cystoscope became lodged in the distal ureter and could not be removed probable root cause: ¿ thermal destruction of epoxy ¿ improper epoxy/curing process ¿ laser welding failure ¿ use error manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the surgeon was unable to complete the surgery as a result of the cystoscope becoming lodged in the distal ureter and could not be removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The gtin and 510(k) number are unknown at this time, as the reported device is unknown. However, should it become available it will be provided in future reports.

Event description:
It was reported that the surgeon was unable to complete the surgery as a result of the cystoscope becoming lodged in the distal ureter and could not be removed.